Manufacturer narrative:
Qn#: (B)(4). Sample is not available for return. Part number reported, 5-10316 et tube, hvt, 8.0, is not being manufactured currently, however, another part number from the same family, material number 00003-15 lot number 3062687, was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 315 samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported "leak - device leak - cuff" was not observed in the current manufacturing process. A device history record review was not performed, as the lot number was not provided at time of report. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the tube has to stay in the patient for a while, there is a cuff leakage. Cuff has to be inflated or replaced". No patient injury or consequence reported. Attempts for additional information have been unsuccessful. Patient condition unknown at time of report.